Event description:
It was reported a patient's right ventricular (rv) lead presented with non-sustained right ventricular oversensing (nsrvo). Programming changes were made to restore normal parameters. The patient status was unknown.

Event description:
New information received notes the patient presented with chest pain. Oversensing noise was noted on the right ventricular (rv) lead. No further changes were reported.